Event description:
Fractured memory ring after postoperative hernia repair. Surgery was some time four to five months afo. In the meantime the ring is pressed through the abdominal wall. The mesh will be explantd within the next few days.